Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: loss of prime with non-zero force verified in black box. The black box and history also recorded occlusion alarms. No loss of prime or occlusion during investigation. Force sensor calibration reading was high suspended and resumed pump with no loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 500mg/dl and had a headache. The patient reportedly treated the high bg with a correction injection. It was noted that the patient had slept through the alarm. The patient stated that the pump emitted multiple ¿loss of prime¿ alarms and that the pump had emitted this alarm more frequently. It was noted that the patient started to receive 2 random ¿loss of prime¿ per week. The patient reportedly changed out the cartridge every 2 to 3 days, cycled the cartridges and used supplies that was in date. It was noted during troubleshooting, no issues were noted during the prime step and an air bolus was successfully performed on the pump. There were reportedly no associated alarms noted in pump history. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation were issues with multiple ¿loss of prime¿ with no known case.